Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japanese affiliate that approximately 4 years post transfemoral transcatheter aortic valve replacement tavr with a 23mm sapien 3 valve the patient presented with chest constriction symptoms during an outpatient visit. Echocardiographic findings indicated progression from mild to moderate aortic regurgitation. Measurements included a maximum velocity of 3.0m/s and mean pressure gradient of 29.9mmhg. There was no calcification observed on the valve leaflets, however the right coronary cusp leaflet exhibited floating motion. Aortic regurgitation was identified as central regurgitation, and the patient developed heart failure. Due to moderate regurgitation, approximately 4 years, 8months and 15 days a valve in valve was performed using a 20mm sapien 3 ultra resilia valve. Post procedure there was no aortic regurgitation, and the mean pressure gradient was 8mmhg. The valve was implanted successfully, and the patient is in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet motion restricted in patient and central regurgitation were confirmed based on information available to date. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, leaflet motion restricted may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had vast comorbidities (e.g. Severe chronic renal failure, diabetes, etc.), which are known factors that may increase the risk of early valve degeneration, leading to restricted leaflet motion with central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.